Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 50 mg/dl. The patient had a seizure and hit her head. An imaging diagnostic was done to examine their head. The patient was discharged on same day. The patient mentioned they had not started on the omnipod system at time of issue as they were still waiting on training and needed it as soon as possible.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, seizure and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.